Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported chipped front tooth needed repair, potential issue with a crown, and worsened tmj symptoms/jaw discomfort. The patient is happy with the visual appearance after getting the chip on tooth fixed but is concerned about the worsened tmj symptoms/crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.